Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the bluetooth headset that the physician was using while attempting to pair. The console was not returned to olympus as the customer was able to resolve the issue by disabling their bluetooth headset. Per soltive laser system instructions for use (IFU): "if wireless footswitch connection issues are encountered, try moving the wireless footswitch closer to the system console. If the relocation of the wireless footswitch fails to resolve the connection issue, try moving the system console and wireless footswitch away from any wlan (wireless local area network) access points." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the soltive premium superpulsed laser system was unable to be paired with the wireless footswitch. The customer was getting a pairing timeout error. The batteries were replaced, and the pairing procedure was followed correctly. Investigation indicates that the customer was using the bluetooth head set and it was interfering with the pairing process. Once the bluetooth was disables, the footswitch was paired successfully. There were no reports of patient harm.